Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed it is observed in the photos a llad device (blue hub) connected to another device (green hub with a needle), blood is seen in this device. The photos are inconclusive for the reported failure. The indicated failure mode for removal force (connectivity) was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® luer-lok¿ access device, the needle was unable to be removed. The patient had to be reinjected for treatment to be administered.